Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced high and low blood glucose event. The customer had symptoms such as and treated with customer's blood glucose went up to 350 mg/dl the morning prior to call and treated with manual injection. Customer also reported to have experienced a low blood glucose of in the 50's mg/dl a day prior to call and corrected it. Customer declined high and low blood glucose troubleshooting. The insulin pump was not returned for analysis.

Manufacturer narrative:
The information provided for product code and common device name with the initial report was incorrect. The correct information has been updated with this report.